Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19aug2019.

Event description:
The customer reported a ventilator with a tidal volume issue. This event was reported as having occurred during clinical use. No information regarding the patient was available. There was no harm associated with this event.

Manufacturer narrative:
MFR received date: 24 oct 2019. The manufacturer's field service engineer confirmed the reported problem. The customer declined the repair of this device. No further repair action was taken. The device remains at the customer's facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator with a tidal volume issue. This event was reported as having occurred during clinical use. No information regarding the patient was available. There was no harm associated with this event.